Event description:
On (B)(6) 2025, the patient was born prematurely at 24 weeks 4 days requiring intubation and ventilator support. During ventilator equipment setup and upon attaching to the patient the machine read "ventilator fault". Equipment was removed from use, sequestered and clinical engineering notified. Backup equipment was utilized; there was no significant impact to the patient. Reporting for ventilator fault concern, manufacturer has been notified to inspect the equipment, given it was in use at the time of the error. Product involved bunnell high frequency jet ventilator, serial # (B)(6).